Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload.

Event description:
It was reported that the tip of the driver broke off inside the set screw after tightening. Another driver was used to finish the case. No patient complications were reported

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.